Event description:
Defibrillator cord did not deliver energy for internal defibrillation. Tried four times. Cord changed and pt converted from ventricular fibrillation to regular sinus rhythm. Event occurred in surgery; preparing pt to be taken off bypass.